Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient with no significant past medical history sustained a work related injury with subsequent severe back pain. Pt. Underwent conservative therapy which helped pain intermittently. The patient eventually underwent a procedure for l5-s1 posterior fusion with local bone and rhbmp-2/acs. At 16 months post-op the patient underwent another procedure due to low back pain and retained hardware. The procedure was for removal of hardware with augmentation of fusion l5-s1. Post-op the patient continued to suffer from chronic low back pain. Pt. Has been diagnosed with chronic lumbosacral radiculopathy, mainly affecting the left l5 nerve root; lumbar post laminectomy syndrome; s/p lumbar fusion; chronic lumbar myofascitis; acute s1 radiculopathy. At 70 months post-op, MRI of the lumbar spine shows ¿a benign appearing fluid collection posterior to the spinous process which measures 32mm in width by 11mm in depth by 20mm in height. There is also some surrounding edema of the paraspinal musculature.¿